Event description:
A malfunction alarm was reported. There was no reported adverse impact to the customer¿s blood glucose level. The customer's father was involved, and customer technical support (cts) provided information on how to reset the pump, assisting the caller in doing so. The malfunction did not recur after the reset, and the customer was advised to continue using the pump, with instructions to contact support again if any issues arose.